Event description:
Customer reported that the insulin pump screen went blank. The blood glucose reading was 114 mg/dl. Customer reported that she cannot see very well due to cataracts, but that there were marks on the insulin pump near where the belt clip connects. She stated that the insulin pump had not been dropped but that she may have rolled on it. She reported that the sensor was crooked. She also reported that she had difficulty sleeping the night before because the blood glucose reading was above 500 mg/dl. She received a threshold suspend alarm, tried to clear the alarm, and then the screen went blank. The blood glucose reading at that time was 51 mg/dl. Customer had treated with juice. She had entered an incorrect blood glucose reading to prevent the insulin pump from alarming further. Customer was treating with manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.